Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose at the time of incident was 760 mg/dl and current blood glucose is 300 mg/dl and customer's blood glucose while hospitalized was 760 mg/dl. The date at which customer was hospitalized was (B)(6) 2017. The cause of hospitalization was diabetes ketoacidosis. The customer did not experience any symptoms. The customer was treated high blood glucose with bolus. The customer was wearing the insulin pump during the hospitalization. The outcome of hospitalization was customer was customer is still in the hospital. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit was downloaded to carelink pro, however no history data was found at the carelink report due to displayable history check failed on startup in the alarm history file. Displayable history check failed on startup alarms due to corrupted history files. Insulin pump passed the dat test at 0.0870 inches. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.